Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('migration/essure device protruding out of her right cornua') and embedded device ('distal end of the essure device was entangled in the omentum.') In a female patient who had essure (batch no. 740664) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain, gravida ii and parity 1. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2011 and operative laparoscopy with removal of right essure device). Essure was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation and embedded device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, embedded device and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical record received. Reporter information updated. Other relevant history updated. Lot number newly added. Event: device dislocation was updated to uterine perforation and "the distal end of the essure device was entangled in the omentum was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy ('ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery essure removal on 05-aug-2011. Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and ectopic pregnancy outcome was unknown. The reporter considered device dislocation and ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), uterine perforation ('migration/essure device protruding out of her right cornua') and embedded device ('distal end of the essure device was entangled in the omentum.') In a female patient who had essure (batch no. 740664) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic pain, multigravida and parity 1. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2011 and operative laparoscopy with removal of right essure device). Essure was removed on (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation and embedded device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, embedded device and uterine perforation to be related to essure. Lot number: 740664, manufacturing date: 2010-05, expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2011). Essure was removed on (B)(6)2011. At the time of the report, the device dislocation and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation and ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pregnancy information updated, event ectopic pregnancy recoded to ectopic pregnancy with contraceptive device. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy ('ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and ectopic pregnancy outcome was unknown. The reporter considered device dislocation and ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.